Manufacturer narrative:
Investigation: the complaint was investigated for an acquisition 31 error when using z6ms transducer. The transducer was returned, and an investigation was performed. Engineers were able to reproduce the acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced at the site by service. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: (B)(4).

Event description:
It was reported that the transducer was overheating and generated a usacquistion hw_31 error message while it was inside the patient. The error occurred while the patient was undergoing a transesophageal echocardiography (tee) procedure. The user rebooted the ultrasound system but the issue remained. The transducer was withdrawn and another transducer was reinserted into the patient to complete the tee. There was no patient adverse event reported. No additional information was provided.